Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Double deployment. It was reported that during the operation of arthroscopic diagnosis and treatment of right knee arthroscopy and meniscus repair, after 1st firing, removed the device, noted the 2nd plate was out of device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received for evaluation. Visual inspection under magnification reveals that the tabs on the proximal end of the device are damaged. They are bent and pressed together. The first anchor is still attached to the device with the suture but has been fired and is not under the tubing on the needle. The second implant anchor is still under the tubing. There were no other anomalies noted on the device. This complaint cannot be confirmed for the reported failure of double deployment because the second anchor is still secured under the tubing. The probable root cause is that the needle was not installed properly onto the gun because of the bent tabs and did not fire the second anchor. A manufacturing record evaluation was performed for the finished device lot/serial number l641858, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.